Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. Dimensional measurements for the locking metal crimp are not within specifications. A chr lot #husa0275 showed nine other product complaints from this lot number. Ref 187519, 188387, 191631, 191638, 191645, 192149, 192640, 192665.

Event description:
There was no orifice at the distal end of the snare or the hooped snare got detached.